Event description:
The customer reported via phone call that the insulin pump froze and alarmed button error. The customer explained that they were attempting to bolus when the insulin pump froze. The customer's blood glucose was 18.4 mmol/l. The customer treated themselves with insulin. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.